Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: component code: mechanical (g04) - stem one m2a-magnum mod hd sz 44mm and one m2a-magnum 42-50 tpr insrt std were returned and evaluated. Upon visual inspection the insert was installed in the head with the od of the head having a wear line. There is no visible debris inside of the taper. Review of device history records found these units were released to distribution with no deviations or abnormalities. Root cause could not be determined with information available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog number: 157444, lot number: 528290, brand name: m2a-magnum head; catalog number: us157850, lot number: 702560, brand name: m2a magnum cup; catalog number: 11-103206, lot number: 853440, brand name: taperloc stem; catalog number: 139256, lot number:760510, brand name: m2a magnum taper insert. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2016-04021, 0001825034-2019-02859, 0001825034-2017-06059. The patient underwent a revision procedure due to failed hip replacement. Patient had abnormal cobalt chromium levels and pain. Metallosis with wear debris, trunnionis, and abductor muscle tear were identified during the procedure. Mild discoloration was observed on the trunnion. The acetabulum was stable without evidence of failure. The femoral head was replaced with ceramic head and e poly mobile bearing system. Patient tolerated the procedure well. Reported event was confirmed by review of medical records provided. Received additional information does not change the final conclusions of previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device not returned for evaluation.

Event description:
It was reported the patient underwent right hip revision approximately three years post-implantation due to pain, discomfort, and elevated metal ion levels. It was additionally reported that during the revision procedure metallosis with wear debris, trunnionis, and abductor muscle tear were identified. Mild discoloration was observed on the trunnion. Additional information on the reported event is unavailable.